Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support.